Event description:
In the middle of the procedure, which is very uncomfortable, the emg machine started giving off too much noise. The procedure had to be discontinued and pt had to return at another time to have it repeated. The physical therapist (pt) stated that he called cadwell before procedure regarding the fact that the electrode lead kept falling out of the main machine. They told him how to have his biotech dept fix the problem. After procedure, he again called cadwell and was told that they had recalled the needles he was using as they were from a "bad batch." According to him, the co stated the needles were too short and were causing too much noise. The pt gave pt a copy of a letter, dated 6/7/02, the hosp had received from cadwell regarding the needle problem. He had not received it because it was sent to the wrong dept.